Manufacturer narrative:
Corrections: b2 - date of death updated from 3/23/2023 to estimated 4/1/2024. B3 - date of event updated from 3/23/2023 to estimated 4/1/2024. D4 - primary UDI number updated from ni to unknown. D6a - implant date updated from 3/23/2023 to estimated 4/1/2024. E1 - facility name: updated from unknown united states to unknown sweden. E1 - country: updated from USA to swe. H6 - health effect - clinical code: code 4582 was removed and code 4454 was added. Updated: literature: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Event description:
Subsequent to the previously filed reports, additional information was received on 8/20/2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Date of event and death were updated to 04/01/2024 as that is end date of the study period for the data collected. Please see the attached pmcf for specific information.

Event description:
It was reported through the pmcf report, that the xience stent may be related to death, myocardial infarction (mi), thrombosis, restenosis, target lesion and vessel revascularization.

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. C4: treatment / therapy start date estimated. D4: the UDI is unknown as the part / lot number was not provided. D6a: implant date estimated. The device was not returned for evaluation. A review of the electronic lot history record and similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported death / expired and its relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article is captured under separate medwatch report.

Manufacturer narrative:
Corrections: a2 ¿ age at time of event: updated from 47 to 69. B2 ¿ date of death: updated from (B)(6) 2024 to (B)(6) 2025. B3 - date of event updated from 4/1/2024 to 3/28/2025. B7 - other relevant history: updated. C4: treatment/therapy start date estimated as (B)(6) 2025. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date updated from (B)(6) 2024 to estimated (B)(6) 2025. The additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Updated: literature: article title: e-175077 pmcf rpt2122673 rev f.

Event description:
Subsequent to the previously filed reports, additional information was received on 9/08/2025 when more data was collected for the post-market clinical follow-up evaluation report xience family of stents. Procedures took place from (B)(6) 2025.